Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, damage during mfg, materials, interactions with other devices, previously implanted stent, anatomy, calcification and tortuousity, or insufficient prep. It is possible that the balloon material was damaged during interactions with other devices and/or the tortuous and calcified lesion, such that the balloon ruptured upon inflation. Based on the info received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, however, there does not appear to be any indication of a product quality deficiency.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the distal lcx with moderate tortuosity, mild calcification and 90% stenosis. When the voyager was inflated at the lesion, it ruptured at the first inflation of 6 atm - 8 atm; therefore, it was changed to a voyager nc and the procedure was completed. There were no pt effects. No additional event or pt info is available.